Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned an analyzed. Blood in/on the helix mechanism.

Event description:
It was reported that the lead could not be implanted because the patient's heart was too large. The lead was returned. No patient complications have been reported as a result of this event.